Manufacturer narrative:
The problem was due to a component failure (damaged cavity mirror). We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem:" error low power, found damaged mirror ". No adverse effects to patient were reported.